Manufacturer narrative:
(B)(4). Retractor. The analysis results of the device found that it was received with the retractor sheath separated from the upper retractor ring. Further evaluation found that a vertical tear 2-inch in length starting at the upper retractor ring side was evident. No other damage was observed. It could not be determined what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, or staff opened the device and they immediately saw that the lower bottom of the ring was torn apart. As they say it didn't break while trying to insert "exsert" the retractor. The retractor is never re-processed and re-used in this hospital. Single use material is always discarded appropriately. In case there is any sign of washing or something similar, it was after they discovered the crack in the ring. The operating room nurse washed the device so that it wouldn't be returned to the industry stained with human tissue. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.